Event description:
It was reported that the customer¿s technical team was unable to transfer the network configuration file to some of the pcus after the upgrade to v12.1. It was noted that they were having the following error pop-up from alaris system maintenance tool: ¿connected pc unit/rf card is not supported or not compatible with the network configuration provided. Network configuration will not be transferred to the connected pc unit.¿ furthermore, it was found that the current rf card (49000434 bd alaris wireless assembly kit 802.11 a/b/g/n) is not compatible with some pcus with v12.1. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.